Event description:
It was reported that the right ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead was fractured. The lead was capped and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead also had exhibited high impedance.